Manufacturer narrative:
The reported field of premature battery depletion was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The elective replacement indicator is considered normal.

Event description:
It was reported that the pulse generator dependent patient presented in clinic for follow-up. It was noted that about 6 months ago, the battery indicated approximately 2 years remaining until the elective replacement. Upon recent visit, the elective replacement was indicated on (B)(6) due to premature battery depletion. The device was explanted and replaced. The patient had no complication due to procedure.